Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that tampon fell apart and left behind pieces. She experienced lower stomach pain, hot flashes and vomiting. She is seeking medical attention.